Event description:
During preventative maintenance of the device, the field svc rep reported that the toggle switch boot was torn. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.